Event description:
Additional information was received on (B)(6) 2012, when clinic notes were received from the physician. Clinic notes dated (B)(6) 2012, state that the patient has been doing pretty well; the patient still gets an occasional breakthrough seizure. The patient's settings were increased from an output current of 1.75ma to 2ma, frequency of 30hz, pulse width of 250usec, on time of 30sec, off time of 5 min, magnet output increased from 2ma to 2.25ma, magnet on time of 60sec, magnet pulse width of 250usec. Diagnostics however, showed high impedance with a low output status and high lead impedance values of 8726ohms, 8445ohms and 8955ohms. The physician stated that he is concerned that the leads are not working correctly and will refer the patient for x-rays. The physician referred the patient for revision due to a "broken vns wire". The physician stated that he would send the x-rays to the manufacturer for review but they have not been received. The clinic notes dated (B)(6) 2012, state that the lead wire is fractured so the patient will be having revision surgery. X-ray results from (B)(6) 2012, were provided but not the x-rays themselves, which state that there is an interruption of the leads at the level of the left upper anterior chest wall consistent with fractured leads. The physician stated that the lead wire is fractured, so neurosurgery will need to fix the wire. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when the patient underwent a lead revision surgery due to a lead discontinuity. The patient's generator was not replaced due to the length of time it has been implanted. Pre-operation diagnostics showed output=low/lead impedance=high/ impedance value=8242 ohms/ ifi=no. The patient's settings were output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.25ma/magnet on time=60sec/magnet pulse width=250usec. The surgeon dissected to the nerve and clipped the old leads at the electrode site. The new lead electrodes were placed cephalad to old. System diagnostics with the old generator and new leads showed results within normal limits of output=ok/impedance value=1974 ohms/ifi=no and output=ok/impedance value=1949 ohms/ifi=no. The device was programmed to output current 0ma and magnet output 0ma. The explanted lead was returned for product analysis on (B)(6) 2012. Product analysis was completed on (B)(6) 2012. Product analysis confirmed discontinuity of both positive and negative coils in the body region of the returned lead portions. Product analysis also observed abraded openings of both outer and negative inner tubing near break area. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Scanning electron microscopy images show that pitting or electro-etching conditions have occurred at the end of the positive coil. Due to metal dissolution the fracture mechanism cannot be determined. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred (at - 12.3cm from boot). Also, the coil appearance suggests a stress-induced fracture has occurred. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and/or surface contamination, the initial fracture mechanism cannot be determined. Inspection of the negative coil end (at - 14.5cm from boot) shows that a stress-induced fracture has occurred. However, due to mechanical distortion, a conclusive determination of the initial fracture mechanism cannot be made. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the mentioned observations, and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Date of event, corrected data: additional information was received which changes the event date from what was reported on the initial report. Type of report, corrected data: inadvertently did not check "30-day" on initial report.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012 a vns treating neurologist reported that the patient presented with high lead impedance one year after implant. The physician ordered chest and cervical x-rays. The patient was not experiencing any pain or erratic stimulation. The physician later reported that high impedance was first observed at the patient's last visit, no date was provided. The physician further stated that the lead wire was broken. He reported that it is uncertain if patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not yet occurred.